Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The evaluation determined that the battery was defective. The battery was replaced to address this issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that during servicing, an astral device battery did not pass the resmed battery performance testing. The device was not in use at the time of the event; therefore, there was no patient involvement.